Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken lead 2- wire in the ECG "c" and "d" cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt's ECG's were non-functional.